Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx800 displayed an alarm text/visual banner but the user did not hear an yellow audible alarm. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the mx800 displayed the vent rhythm alarm text /visual banner in the patient's sector ( on (B)(6), 15:22:53), but the clinical user did not hear a yellow audible tone. The device was in use on a patient. There was no report of patient or user harm. A philips field service engineer (fse) went to the customer site. After reviewing the clinical audit logs, the fse determined that the clinical audit logs showed yellow arrhythmia alarm which were acknowledged by a clinical user. Thus, it was concluded that the device functioned according to specification at the time of the event. Alarm behavior was explained to the customer. The engineer performed an evaluation and determined the device was working as intended with no failures found.